Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a regular scheduled visit. Upon interrogation, reproducible noise was observed on the pulse generator and the right ventricular lead. The patient was atrial pacer dependent and the noise in the ventricle was causing pacing inhibition. Programming changes were made. The patient was stable and would continue to be monitored remotely.